Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Event description:
It was reported that a patient underwent a kidney transplant procedure on (B)(6) 2015 and suture was used. The suture broke during the procedure when physician sutured the artery. Extension of kidney ischemia was reported. Additional information was requested.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.